Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead was exhibiting high thresholds. Device outputs were increased and the patient was followed in clinic one week later with no improvement to the measurements. A micro- dislodgement was suspected and this lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.